Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,d9,h2, h3,h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide(lg) cover glass is chipped, universal cord is scratched, rear light guide bundle is broken and insertion part is defective. A root cause could not be identified initially. However, based on the investigation, the following causes have been determined: color deviation of images (green screen): component failure of the insertion part due to damage from excessive force. Chipped light guide (lg) cover glass: component failure of the distal end cover glass caused by excessive force. Scratched universal cord: component failure of the universal cord (uc) sheath due to contact with sharp-edged materials or devices. Broken rear light guide bundle: component failure of the light guide(lg) bundle due to excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device has a malfunction causing color deviation in the images. The malfunction occurred during set up / inspection for use (during set up in room / before patient in room).there were no reports of patient involvement.